Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc bladder membrane; blood was noted in the sidearm. The one-way valve was tethered and connected to the short driveline tubing. A kink to the central lumen was noted at approximately 24.1cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute ac-cording to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connect-ed to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While main-taining the vacuum, an attempt to move the saf sheath towards the iabc bifurcate was unsuccess-ful. The saf sheath was unable to be removed from the iabc. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "the catheter stuck in sheath" is confirmed. Upon return, the saf sheath was noted on the iabc bladder membrane. The sheath was unable to be removed from the catheter and remained stuck. Based on a review of the device history record (DHR), the product met speci-fication upon release; however, the specifications were not met during the complaint investigation due to the sheath being stuck. The root cause of the complaint is undetermined. No further action is required at this time. This will be monitored for any developing trends. Other remarks: n/a corrected data: n/a

Event description:
The report states "the catheter stuck in sheath and it was difficult to draw blood back. Change the new catheter". The new catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
The report states "the catheter stuck in sheath and it was difficult to draw blood back. Change the new catheter". The new catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.